Event description:
It was reported there was a problem with the screen, unable to select part of the screen with the programmer pen during a pacemaker check, however the check was able to be completed without delay and with no effect to the patient. The programmer was replaced and is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found a white screen; screen flex cable was found defective. Analysis also found both keyboard hinges were broken. It was noted errors were found in the programmer update history.

Event description:
The programmer was replaced and returned for service.